Manufacturer narrative:
Report number: 1038671-2024-00381, 1038671-2024-04531 g4: 510k number unknown due to specific device not reported. Multiple MDR reports were filed for this event, please see associated report: 1038671-2024-00381, 1038671-2024-04531. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2009 and then experienced a revision surgical procedure on (B)(6) 2023 approximately 14 years after initial implant. Patient was revised to competitor's devices. Postoperative diagnosis:1. Mechanical loosening of internal right knee prosthetic joint; 2. Osteolysis and catastrophic failure polyethylene; 3. Extensive third body synovitis. The patient has experienced prosthesis wear, joint effusion, swelling/ edema, pain, synovitis and osteolysis. There were no intraoperative complications, the patient was taken to recovery room in stable condition. No other patient information / medical history reported. No images of the devices are provided. The device will not be returned. There is no other information available.